Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response button defective) was investigated. As received, the response buttons were unable to activate the monitor. Upon evaluation, the rear response button cover was missing and the switch was defective. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient was unable to activate the monitor using the response buttons.